Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2023. The patient was reimplanted with another cochlear device on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on january 05, 2024.